Manufacturer narrative:
This report is submitted on october 15, 2018. [(B)(4)].

Event description:
Per the surgeon, it was reported that the patient experienced an infection resulting in the extrusion of the device. Subsequently, the device was explanted on (B)(6) 2018. The patient was not reimplanted.